Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for an unknown side. Device was explanted.

Event description:
Later healthcare professional reported "rupture". Diagnosed via MRI. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b5, b6, d3, d6a, g1, h6.